Event description:
It was reported by the customer that bd pyxis¿ medbank tower key was not assigned in the cabinet when the customer tried to access the medication. However, it was required due to the key combo. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the customer tried to access the medication, but the key was not assigned in the cabinet. However, it was required due to the key combination. A technical support specialist advised the customer of options regarding key combos to resolve issue, at facility caused by key that was not assigned. Customer deleted key combo and was able to issue medication as facility no longer wanted a key in cubie. The system functioned as intended after the technical support specialist assessed the device.